Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced prolonged hyperglycemia after treating an earlier low with approximately 15 grams of carbohydrate, with the highest cgm reading of 276 mg/dl over about six hours while using an ilet system with a dexcom g7 and an inset infusion set placed on the outer thigh; the cause of the high glucose was unclear, and the user changed the infusion site after priming the tubing and observing drops. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no available findings, and there was insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.